Manufacturer narrative:
The single inner set screw (product code: 1797-02-000, lot number: apcfm5) was returned to the complaints handling unit (chu) on september 30th, 2014 after the initial closure of the complaint. The set screw shows clear signs of damage with one section of thread being completely broken off from the screw and another section broken away from the screw and compressed into the next layer of the screw thread. This amount of damage would not allow the screw to progress during tightening. Complaint confirmed. The evaluation of the device has not affected the original investigations results including the trending and DHR review. A root cause cannot be determined from the sample and the information provided. A potential root cause for the set screw stripping is unanticipated forces being placed on the screw. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium sfx cross connector 5.5 ti a6 was not returned for evaluation. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month complaint trend analysis was conducted on the expedium sfx cross connector family based on similar geometric design and functionality. This analysis found no emerging trends. The root cause cannot be positively determined however one possible cause is due to unanticipated forces being placed on the screw. No corrective action/preventive action is required at this time as there has been no issues identified in the manufacturing or release of this device, therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the device experienced slipping intraoperatively.